Manufacturer narrative:
The pt continues on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing power elevations. The pt was admitted with atrial fibrillation and was placed on a heparin drip due to suspected hemolysis. The vad coordinator also reported that the staff nurse saw the power go up with subsequent flow +++. The pt was given 500cc of normal saline and pump parameters returned to normal. The pt was reported to be asymptomatic and hemodynamics were within normal levels.